Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 275 g/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2023-00803, 2210968-2023-00804, and 2210968-2023-00805.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2023 and suture was used. Suture broke during suturing. There was no potential adverse event reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/17/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A device has been received, however clarification is requested whether the product belongs to this complaint. The following additional information was requested: 1. Could you please clarify if the additional device belongs to this complaint? 2. Currently we have a total of 4 events during this procedure for product code vp2346. Were product codes vp2345- 2, vp2346- 4, vp2317- 2 also involved in this event? 3. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 4. If the device was not reported before, please provide more details of device malfunction. 5. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 6. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(6) with the ups, dhl or fedex tracker number. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received one labeled winding former outside its packaging that pertains to product code vp2346. Upon visual assessment of the winding former, it was observed that the strand had begun with a degradation process caused by exposure to the environment. In addition, the needle was not present. Per the sample condition, the functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-00803, 2210968-2023-00804, 2210968-2023-00805, product complaint # (B)(4). Date sent to the FDA: 8/17/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 10/20/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please clarify did the additional 4 products received also have suture breakage (1 x vp2317 lot t9006; 1 x vp2317 lot t9023; 2 x vp2345; t9002 ) or are these unused samples? : these products was also used for surgery. Related medwatch reports: 2210968-2023-00803, 2210968-2023-00804, 2210968-2023-00805, 2210968-2023-00806, 2210968-2023-08035, 2210968-2023-08036, 2210968-2023-08037, and 2210968-2023-08038 .

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 9/8/2023 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was requested: please clarify did the additional 4 products received also have suture breakage (1 x vp2317 lot t9006; 1 x vp2317 lot t9023; 2 x vp2345; t9002 ) or are these unused samples? Related reports: 2210968-2023-00803, 2210968-2023-00804, 2210968-2023-00805, 2210968-2023-00806.